Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy device was reported to have a display that had interruptions and would not store. This humapen memoir burgundy device was associated with product (B)(4) lot 0910c02. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(6) 2010. The humapen memoir burgundy device was not continued.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to the update statements dated (B)(4) 2010. Evaluation summary: the user reported issues with the memoir pen display and memory. The actual complaint device (lot 0809c03, manufactured september 2008) was returned for investigation. The investigation did not confirm the reportable malfunction, missing dose number segments. The user experienced multiple temporary reset mode errors. While most of the reset mode errors occurred because the pen remained dialed out for more than 15 minutes, there were a few intermittent errors potentially caused by misaligned slider fingers. These error messages are clearly described in the user manual, including the steps how to recover from them. These error checks are part of the overall pen design to mitigate potential risks due to excessive battery usage or electronic memory inconsistencies. No malfunction confirmed, as the pen functioned as designed. Corrective action - no corrective actions are planned at this time. The user manual provides instructions on how to reset the pen and further instructs that 'if the pen will not reset, do not use the pen. Contact lilly at xxx-xxx-xxxx or your healthcare professional.' A 100% testing of device functionality for recoverable errors is performed during assembly. This report includes final evaluation findings. No additional information is expected.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy device was reported to have a display that had interruptions and would not store. This humapen memoir burgundy device was associated with product complaint (B)(4), lot 0809c03. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(4) 2010. The humapen memoir burgundy device was not continued. Update (B)(4) 2010: additional information was received on (B)(4) 2010, from the product complaint safety database. Lot number 0910c02 was corrected to 0809c03. Updated product tab for the humapen memoir burgundy device and updated the narrative with the change. Update (B)(4) 2010: additional information received (B)(4) 2010, via global product complaint database. Added device specific safety summary. Changed malfunction value to no. Updated EU/ca fields appropriately.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.